Manufacturer narrative:
The returned device was evaluated and the downloaded data shows an 0x6a alarm was generated, indicating an occlusion during runtime. No occlusions were observed; fluid successfully passed through the entire fluid path upon initial rotation of the ratchet gear. No damages or defects were observed that would contribute to the alarm. The device reset successfully, paired with a pdm and activated, delivered a 5 unit bolus, and deactivated with no issues. The rerun did not replicate the alarm. All three batteries had lower than expected voltage, however, the data shows no signs of struggle, indicating the depletion of battery voltages occurred after use. The shelf mode current measured to be in spec, indicating no electrical component failures on the pcb that would contribute to battery drain. The device functioned as intended by alerting the user of the hazard alarm, but the exact cause of the hazard alarm could not be conclusively determined. There were no issue found that could have contribute to the patient's death.

Event description:
A death was reported by local police authorities. No details are available regarding the event(s) leading to death. The lot and serial number of the omnipod personal diabetes manager (pdm) related to this event is l000550 / (B)(6).

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to determine if any product condition could have contributed to the reported death. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.